Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A revision surgery was performed in (B)(6) 2020 after a mobi-c implantation surgery that occurred on an unknown date. No further information is available at this time.

Manufacturer narrative:
Corrected information in b2, b5, and b7. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned and no photos were provided, so a device evaluation could not be performed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to trauma, patient conditions or other unknown operational factors. DHR review: DHR review not completed as lot number is not known. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A revision surgery was performed on a mobi-c device for an unknown reason. No further information has been provided.